Event description:
It was reported by the customer that both the doctor and nurse experienced difficulties with proper medication injection using this needle, necessitating a switch to different gauge needles. No information was received regarding any serious injury as a result of this product tissue.